Event description:
It was reported that dynesys patient reoperated in 2006, l4-s1. Scalpel incision on the spacer. Right: spacer l5-s1 burnished color with aspect similar to the cord (osseous hypertrophy of the facet). Left: screw in l4 and s1 perfectly osteointegrated. Screw in l5 with small motion.

Manufacturer narrative:
(B) (4). Conclusion: based on the investigation performed and the given information, the reason for the patient's indisposition could not be evaluated. There is no sign of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.